Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with complaints of lightheadedness, which coincided with noise episodes on the ventricular lead. The noise could not be reproduced. During lead revision, fluoroscopy revealed a kink on the lead close to the suture sleeve. The lead was capped and replaced on (B)(6) 2014. There were no patient complications associated with the lead revision.